Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported in the long-term outcome and quality indicator (loqi) that a 28 yr old female was implanted with impella cp for support during high risk cardiac procedure. Impella was inserted as left ventricle vent. Patient was coagulopathic and for this reason, patient was placed on wound vac. Patient also had ongoing mediatinal hemorrhage and right hemothorax. Exploration and replacement of vac dressing. Baseline h/h unknown. In the operating room, patient received 3 units of packed red blood cells 3 units of fresh frozen plasma, 2 units of cryoablation and 1platelet count.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Cardiac tamponade: the cause of the injury was not determined due to insufficient clinical details. Infection: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.